Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump shutdown due to low battery. Tandem's technical support confirmed with the customer that the pump was not charged. The customer's blood glucose level was in the 300's (mg/dl). Reportedly, the customer indicated that a new cartridge would be loaded and insulin delivery would be resumed.